Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for evaluation. The root cause cannot be determined. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that an embolization coil was not able to be deployed, so it was removed from the patient. The catheter was exchanged and the coil was readvanced; however, the coil was not able to be fully advanced out of the distal end of the catheter and it detached inside the catheter. The coil and catheter were removed together from the patient. There was no reported patient injury or intervention. The patient's current condition is reported to be "fine."